Event description:
The svc report shows the device is out of specs. The technician verified during routine maintenance the unit failed to cycle on ac power and did not switch to internal battery within spec. The st inspected the device and replaced the battery pack. The unit passed extended testing.